Event description:
User alleges three events of using the aquinox unit and the plastic chamber blew off from the metal heater plate. No adverse outcome to patients and no specifics given for any of the three events.

Manufacturer narrative:
Results evaluation: history of this type of report shows this to likely be due to the tubing being crimped off during the patient's bedding change. Review of the instructions for use has a warning: "do not occlude any part of the delivery circuit. Corrective action has been implemented to add a pressure relief system for this catalog number. Smiths medical has performed a risk analysis of this issue and has found the patient risk to be low and the probability of occurrence in population exposed to be remote. Therefore, smiths medical believes that the products in the field can be used safely when the instruction for use and labeling are followed.